Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cautery failed to heat. Hospital begin branch cutting and when user activated foot pedal to heat cautery, nothing happened. Staff checked all connections and made several attempts to get the device working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The vasoview 6 pro device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Evidence blood and tissue were observed on the proximal tip and bisector blade. The electrodes and blades were intact with no defects observed. It was observed that the c-ring was completely intact. No failures were observed. A electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device did not passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device was observed to not activate. The device did not produced steam and the saline was not observed to ¿boil¿ on the test gauze each time. We were able to reproduce the reported failure in our testing. Based on the results of the evaluation, the reported failure "failure to deliver energy" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cautery failed to heat. Hospital begin branch cutting and when user activated foot pedal to heat cautery, nothing happened. Staff checked all connections and made several attempts to get the device working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.